Event description:
Codman disposable perforator 14mm was stuck in pt's skull and could not be dislodged. Perforator broke in 2 pieces. Remaining portion was removed with the slap hammer. Another perforator was opened and used without complications. MFR.#: 1226348-2004-00249.